Event description:
Procedure type: inguinal hernia repair. According to the reporter: could not inflate the balloon while in the patient cavity. Once it was removed they were able to inflate. Plastic seal at the top (grey) push downs with the mesh. Doctor has to remove the piece. The seal disengaged but did not fall into the cavity. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 02/03/2009.